Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was recently implanted because of noise on the atrial and ventricular channels of the previous system. The new system is now exhibiting noise on both the atrial and ventricular channels causing non-sustained ventricular tachycardia (nsvt). The noise is not reproducible. The patient states she was sitting when the noise occurred. Additional information was received stating the patient is experiencing pacing inhibition.